Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device evaluated by MFR: not returned to manufacturer.

Event description:
It was reported that the patient is in pain. Pain has been constant since after surgery. Patient is currently in a wheelchair. Patient describes the pain as feeling like a screwdriver twisting his knee. He also describes a stabbing pain. Patient reports that when he lifts his leg, he can feel the implant separate.